Event description:
Device report from synthes europe reports an event in italy as follows: during a procedure, the 2.5mm k-wire could not be inserted into the holes for checking the position of the driving end of the nail on the aiming arm. A sales consultant was present in the operating room and reportedly the 2.5mm k-wire would not advance into any of the holes; he suggested checking the same k-wire into the phn aiming arm holes, and it went through the holes without any problem. Reportedly they had to open the 2.0mm k-wires. No significant prolongation was noted as the 2.0mm k-wires were available for use. The outcome for the patient was good.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.